Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6) this medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 cardioplegia sensor module displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 cardioplegia sensor module displayed an error message during set up. There was no patient involvement.